Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside of the device and passed. No cosmetic damage was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer stated that they received 5 motor errors during the last month. The customer stated that she already rewound the pump. The customer stated that the drive support cap is working. The customer stated that the pump was not exposed to magnetic exposure. The customer will call if any issue persists.